Manufacturer narrative:
Customer service observed that the sample alinity pipettor probes showed poor precision. The customer was instructed to replace and calibrate the sample alinity pipettor probes, list number 03r96-01 which resolved the customer issue. The instrument service history for the (B)(6) verifies no subsequent issues have been reported related to false elevated b12 results after the current issue was identified. A review of tracking and trending did not identify any trends for the alinity c processing module with regard to the customer reported event. The alinity ci series operations manual provides adequate labeling with regards to maintenance and troubleshooting, the issue, including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customer¿s issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation no product deficiency was identified for either the alinity I processing module, serial number (B)(6), or the alinity pipettor probes.

Event description:
The customer observed false elevated alinity I b12 results when processing on the alinity I processing module. The coefficient variation (cv) on level 2 is 9.8%, too high compared to the qc objective target. Additionally, an impact study using patient samples was performed: ID (B)(6): 1st pass 839 pmol/l, but repeated 219 pmol/l on same analyzer, sex and age not provided. Customer reference values for b12: 138 - 652 pmol/l. No results were reported out of the lab. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information from section a1 patient identifier: sid (B)(6). All available patient information has been included. No additional patient details are available.

Event description:
Tthe customer observed false elevated alinity I b12 results when processing on the alinity I processing module. The coefficient variation (cv) on level 2 is 9.8%, too high compared to the qc objective target. Additionally, an impact study using patient samples was performed: ID (B)(6): 1st pass 839 pmol/l, but repeated 219 pmol/l on same analyzer , sex and age not provided. Customer reference values for b12: 138 - 652 pmol/l. No results were reported out of the lab. No impact to patient management was reported.